Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced a low blood glucose while eating at a restaurant, measured at 53 mg/dl with sweating, and was advised to drink regular soda. They later reported blood glucose of 140 mg/dl and feeling better, with no device malfunction or component issue identified and oral glucose used for treatment. Symptoms included hypoglycemia. Outcomes included insufficient information on broader impact. Investigation included communication interviews and analysis of information provided by the user or third party. Investigation of this case revealed no findings available, no specific medical device problem identified, and insufficient information regarding any device component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.